Event description:
No osseointegration, complication in site preparation (history of dento alveolar fracture), no thread tap used, primary stability was achieved, implant was completely covered by bone, bleeding, inflammation, mobility. Difficult case of alveolar lost from trauma and grafting. Same patient as (B)(6).